Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was unable to decrease the setting but was getting an unknown screen. Information was reviewed and the patient was able to communicate but was not able to decrease due to a non-responsive button. The patient was transferred to repair and the patient programmer was replaced. The patient also reported that 2 weeks after their implant, she was in the hospital for an unknown reason. It was stated that the healthcare professional (hcp) thought maybe tia stroke, complex migraine may have been the reason but it was never confirmed. It was stated that the patient was forgetting words, the right hand was numb, and had been in the hospital both june and july. The patient inquired if this was related to the implant. The patient was redirected to their hcp to address the unknown symptoms. An out of box failure was not reported. No further complications were reported.